Event description:
It was reported that the patient experienced an increase in lower extremity weakness. High impedances were noted on the paddle lead. X-ray was taken and showed stable paddle lead placement. The patient underwent a paddle lead explant procedure. The explanted device was not returned as it was kept by the medical facility.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.